Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The generator was calibrated during the service call .the system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a low saturation fault error message. This error prevents the system from operating. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.